Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was unable to recharge. Pt said they had not had to call for a while, in the last 2 years pt was able to keep turning stimulation down little by little and sometimes pt did not even have to use therapy like hcp said rsd was burning it out where pt had the nerve disorder. Then pt started doing more activities and it died. Pt did not know ins was low. Now it won't recharge. It quit on tuesday. Pt called hcp and they told pt to call medtronic. Pt did not have equipment with on the call. Pt could not verify what was on the screen when pt tried charging. Pt mentioned when they scrolled through, 'doctor' showed up. Pt said they needed a jump start again. Could not access previous call history. Pt also reported lately, for about 8 months, pt had been having to charge the ins a lot even though pt was using low settings. Reviewed pt needs to call back with equipment to troubleshoot. Troubleshooting could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.